Event description:
The complaint is reported as: when the doctor opened the package, he noticed difficulty in the inflation of the cuff. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.